Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that they are getting error code (no error codes available) when running pts' samples on the axsym digoxin iii assay. There was no impact to pts' management reported.